Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue: the users were having difficulty performing in line suction. The suction tube would not pass below the eye of the et tube. The pt had to be extubated, then reintubated. No pt injury reported. "Add'l info will follow."